Event description:
The programmable logic controller printed circuit board (plc pcb) of advia labcell sample manager at a customer site caught fire, melting the interface gate and scorching the panel board. The laboratory staff powered off the advia labcell. There were no injuries due to this incident.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell and discovered that the point of ignition was the imbedded wires for the interface gate. The cse replaced the divert and interface gates and hanger brackets, replaced and reprogrammed the plc pcb, and verified that the gate was operational. The cause of the plc pcb catching fire was an electrical problem. This device is performing according to specifications. No further evaluation of this device is required.